Manufacturer narrative:
(B)(4). Clarification was provided by the treating center that the patient underwent two washouts (not just the single washout previously reported). In addition, the patient was placed on doxycycline. The culture results were positive for c. Acnes. The patient was seen for follow-up on (B)(6) 2021 and it was reported that the incision has healed very well. Diagnosed as a superficial incisional infection. The rns system remains implanted and programmed for use.

Event description:
New information provided by the treating center, including culture results.

Manufacturer narrative:
(B)(4) the rns system remains implanted and programmed for use.

Event description:
Patient described feeling wetness around the rns system neurostimulator incision site. After review by the treating clinician, the center reported the patient had some erosion at the incision site. The patient was scheduled for a wound washout which was performed without complication. No additional details were provided.